Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, radiation tx-head / neck area, blood coagulation disorder, peri-implantitis, infection, pain, bleeding, inflammation, mobility.